Event description:
It was reported that the customer had a high blood glucose level of 389 mg/dl. Customer stated that she spoke with her trainer yesterday. Customer has treated for the high blood glucose level. Customer found 3/8 of an air bubble in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Pump passed priming and high pressure tests. It was explained that high blood glucose level are often caused by site/set issues. Customer was advised to speak to a health care professional about her high blood glucose levels. Customer took 1.7 units of insulin last time and her blood glucose level was 371 mg/dl. Customer stated that she will try a different site. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.